Manufacturer narrative:
The visual analysis of the returned device found that the implant was not attached to the pusher. The implant was not returned for evaluation. Further inspection found that the pusher corewire was kinked at 24cm from the strain relief. The investigation found the pusher's monofilament to have a broken tip, which indicates that the device experienced a tensile break. The reported complaint is confirmed. The investigation of the returned coil system found the pusher corewire kinked at 24cm from the strain relief and the implant not attached to the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The implant was not returned for evaluation. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
A supplemental report is being submitted to include the investigation findings, see section h11. Also, a correction has been made in section d4 and d11 for the device UDI.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that a competitor base catheter, then a 2.4 microcatheter catheter was used in the celiac then gda. Pushed coil through catheter, after placing 2 competitor coils. The coil of concern got hung up in the catheter and prematurely detached. Was able to reverse suction coil partway into the microcatheter then pull the microcatheter into the base catheter and reverse suction and pull the base catheter out with the coil. No harm to patient. Ended up using gelfoam embolic agent to complete the case.